Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 248mg/dl using true result meter and 266mg/dl using the same meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). He hadn't made any changes to his diet or medication (glipizide).